Manufacturer narrative:
A steris technician inspected the washer and found the equipment to be operating properly; the door safety switches were operating as intended. No further issues have been reported with the washer. The washer is under steris warranty and was last serviced on (B)(4) 2011 during preventative maintenance. No issues were noted at this time. The operator did not load the washer correctly as a handle from a basket on the loading cart was sticking out. Per operator manual (4-2), "ensure no items stick out or hang out of rack. Always use a rack designed to handle appropriate types of items to be processed". Operator manual states (pp.4-35): "warning- if an obstruction is present in the chamber door, do not attempt to remove the object. Door automatically raises and remains open". Steris offered a refresher in-service training on the proper procedure for loading the vision single chamber washer and is awaiting a response.

Manufacturer narrative:
In-service training is scheduled for (B)(6) 2011 on the proper procedure for loading the vision single chamber washer.

Event description:
The user facility reported that the employee is fine with no sustaining injuries.

Event description:
The user facility reported that when an operator was loading the washer the door obstruction alarm occurred. While the operator was clearing the obstruction the door reportedly closed on the operator's hand. The operator received skin breaks, swelling and pain to her shoulder. She was given an immobilizer brace and received x-rays on her hand. The employee has returned to normal work duties and is continuing to heal.